Event description:
In 2009, the lay-user/pt contacted lifescan (lfs) alleging that the onetouch ultra2 meter is giving inaccurate high reading compared to normal reading/feeling. On august 7, 2009, this medical surveillance specialist contacted the pt to clarify info obtained during the initial phone call. The pt tests his blood glucose 3 times a day and manages his diabetes with glipizide. On two days prior to original date at 1:00 pm, the pt obtained a blood glucose reading of "194 mg/dl" on the subject meter. Although the aforementioned reading is average for him, he felt it was inaccurately high. The pt took his usual dose of oral medication (glipizide, 1/4 pill 50 mg) and reportedly ate enough to sustain his blood glucose at around "150 mg/dl." However, at 4:00 pm, the pt began to develop symptoms described as "sweating and having loose limbs" and obtained a blood glucose reading of "70 mg/dl" on the subject meter. The pt took some juice and ate candy. The pt's symptoms abate within the hour. Later that day, the pt tested at around "200 mg/dl" on the subject meter. The pt did not know how he could have prevented the aforementioned symptoms on the day of concern but indicated that had he tested his blood glucose again between 1:00 pm and 4:00 pm, he may have been able to catch his blood glucose on its way down. During troubleshooting, the customer care advocate verified that the testing technique was correct, the puncture area was cleaned appropriately, and the reported meter readings were confirmed in the meter's memory. This complaint is being reported because the pt claimed he had symptoms that can be associated with hypoglycemia after he managed his diabetes with oral medication and food based on an alleged inaccurate high reading. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA pf product(s) that do not pass inspection in a supplemental report.